Event description:
It was reported that the patient's unit was overheating and had a burning smell. Consequently, the unit also had stopped working was not producing any oxygen. As a result, the patient's levels had dropped. Troubleshooting did not resolve the issue. A replacement unit was sent to the patient. The Inogen Team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3 Date of Event is estimated. The unit was returned for evaluation on 25-JUN-2026. The unit was returned with a burning smell complaint; however, the issue could not be confirmed during testing. Inspection revealed the internal 02 measured 89.2%and External 02 measured 89.5% both below specification. Also, according to the data log PSA cycle value (10) possible zeolite contamination due to moisture. The Lower Housing replaced due to mount plate damage.